Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/07/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 evaluation: the analysis results found that the device was returned with no apparent damage in the external components. The device was disassembled to conduct a deep inspection and several damages in the straps were observed caused by degradation process. In addition no damages were found in the internal components. One possible cause for the reported problem may be the used and has exceeded his lifecycle, returned device was expired on june 31 2015.

Event description:
It was reported that a patient underwent a ventral hernial procedure on (B)(6) 2021 and the absorbable strap was used. It was reported that while attempting to fire, only half of the strap deployed. Upon additional attempts the strap came out in pieces. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.